Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to discomfort, the insertion site appeared red and had a lump. Pt consulted with his physician. The physician advised that the reaction may be related to the pt's insertion site selection on his abdomen. Pt was advised to use alcohol and peroxide on site. At the time of his call to dexcom technical support pt reported pain at the insertion site, but was feeling fine during a follow-up call on (B)(6) 2012.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.